Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. Testing found the monitor had power, but no video signal. The monitor cable was replaced and the issue was resolved. A cable was returned for analysis. Analysis found opens at pins 6, 7, and 16 of the hd26 connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system¿s surgeon monitor was not displaying any video (showed ¿no signal¿). The video splitter was bypassed, but there was no change. The cable connection on the monitor side as well as the external connector collar for the lemo connector were verified. There was no patient present when this issue was identified.